Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product is not available for evaluation at zimmer biomet, as the product has been retained by the customer. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Approximately eighteen (18) years post implantation, the ceramic inlay fractured. The patient underwent revision surgery to replace the fractured liner. All other components remain implanted. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The product is not available for evaluation at zimmer biomet, as the product has been retained by the customer. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: ab cluster shell 56 mm: catalog#00640005622, lot#60126296. Al fm hd 32 x 0mm (12/14): catalog#00641803202, lot#60153108; cls spotorno, stem, 135, uncemented, 10.0, taper 12/14: catalog#290039100, lot#2259144. Bone screw self-tapping 6.5 mm dia. 25 mm length: catalog#00625006525, lot#60254575. Bone scr 6.5x20 self-tap: catalog#00625006520, lot#60245221. Report source: foreign: germany. The product is not available for evaluation at zimmer biomet, as the product currently remains implanted. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Approximately eighteen (18) years post implantation, the ceramic inlay fractured. The patient is scheduled for a revision surgery to replace the fractured component. It was reported that no further information is available.